Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record device history lot. Part: 03.111.030-us. Lot: l659056. Manufacturing site: bettlach. Release to warehouse date: 26. Jan. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It was reported that on august 5, 2019, the shaft for trephine attachments was noted to be broken when putting the set together. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the shaft for threphine attachments (p/n: 03.111.030, lot # l659056) was returned and received at us cq. Upon visual inspection, it was observed that one of the distal tabs completely broken off. Broken fragments were returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: trepane orthopedic foot: se-193872, rev. F conclusion: the complaint condition is confirmed as the shaft for threphine attachments (p/n: 03.111.030, lot # l659056) was received with one of the distal tabs broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Lot number provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the shaft for trephine attachments was noted to be broken when putting the set together. There was no patient involvement. Device that broke outside of the operating room. The broken part has separated into 2 or more pieces. This is report 1 of 1 for (B)(4).